Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of the stent graft esbf2814c103ee endur iis bif, there was an accidental migration of the prosthesis. The landing zone was identified directly below the left renal artery, and the prosthesis was correctly placed. However, during deployment, the main body of the prosthesis migrated cranially by a few millimeters, causing the marker to protrude into the ostium of the left renal artery. This resulted in partial overstenting of the left renal artery without impacting renal perfusion. No additional medical intervention was required to prevent permanent injury or impairment, and there were no reported impacts on the patient. No patient complications have been reported as a result of this event. The sponsor assessed the event as causally related to the device and procedure.